Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 19715088 / 2000017729.

Event description:
It was reported that the patients ipg was causing discomfort. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. The explanted devices were not returned as they were kept by the medical facility.